Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was using a tandem mobi pump at the time of the event. On 05/28/2026, the parent noted discrepancies between cgm and fingerstick blood glucose (fsbg) readings, which were later attributed to a suspected sensor insertion issue involving a bent sensor wire. An initial fsbg reading was 129 mg/dl, while the cgm displayed 179 mg/dl. At an unspecified later time, the patient developed diabetic ketoacidosis (dka) and was hospitalized. The patient was treated with novolog (fast-acting insulin), though the dose and route were not specified. Due to a disconnected call, details regarding symptoms, glucose readings at the onset of dka, cgm and fsbg values at hospital arrival, confirmation of diagnosis by a healthcare professional, and treatments administered were not obtained. The sensor was eventually replaced. At the time of the report, the patient remained hospitalized but was in stable condition. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.